Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (updated pec to visual missing component) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the patella handle has lost the small pin used to hold the test patella. This small pin/screw was not found in the patient." The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4)-image0, (B)(4) - ancillaire attune - cl la catalane perpignan,(B)(4) -image2. The photo investigation revealed that the small pin was not present with attune patella trial handle and reported foreign body left in patient allegation remains unconfirmed as no x-rays are provided. Review of provided photo shows that small pin is missing from device however with the available evidence exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune patella trial handle would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received: a. Was there any patient consequence related to the event? No patient consequence, apart from the fact that the tiny pin on the handle, which is used to secure the trial patella, was not found, and it is doubtful that it was in the patient. B. Was there any surgical delay related to the device? Surgical delay of 15 minutes, the time it took to fetch and open the 2nd set of instruments available in the operating room.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the patella handle has lost the small pin used to hold the test patella. This small pin/screw was not found in the patient. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the small pin was missing, a root cause for this condition cannot be determined. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella trial handle would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, "the patella handle has lost the small pin used to hold the test patella. This small pin/screw was not found in the patient." The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4), (B)(4), - ancillaire attune - cl la catalane perpignan (B)(4), (B)(4), -image2. The photo investigation revealed that the small pin was not present with attune patella trial handle and reported foreign body left in patient allegation remains unconfirmed as no x-rays are provided. Review of provided photo shows that small pin is missing from device however with the available evidence exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune patella trial handle would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d4 (primary UDI #).

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patella handle has lost the small pin used to hold the test patella. This small pin/screw was not found in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the patella handle has lost the small pin used to hold the test patella. This small pin/screw was not found in the patient. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the small pin was missing, a root cause for this condition cannot be determined. However the reported foreign body left in patient allegation remains was unconfirmed as no x-rays were provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune patella trial handle would contribute to the complained device issue.¿ based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.